Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high left ventricular (lv) lead thresholds were noted four days post implant. Upon review of x-ray and computerized tomography (CT) scan the physician determined that there was a perforation from the lv lead and it was seen in the pericardial space. The lv lead was repositioned in a lateral vein and remains in use. No further patient complications have been reported as a result of this event.